Event description:
The device was used during a thoraco bullectomy procedure. Reportedly, the staples did not form properly. The instrument did not fire and was difficult to open. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.